Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the tandem usb cable and wall adapter. It was confirmed that another usb cable and wall adapter were able to charge the pump successfully. The customer&#38112;blood glucose (bg) level was impacted (495 mg/dl). The customer took a manual injection. A replacement usb cable and wall adapter were sent to the customer. Multiple follow up attempts were made to determine if the charging issue was resolved. However, no additional information was provided.